Manufacturer narrative:
(B)(4). Additional information: the assignable root cause of the reported condition is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation filled and primed. Visual inspection, functional flow testing, and functional leak testing did not identify any leak(s). Underwater leak testing was then performed, which identified a leak at the outlet of the drip chamber and tubing connection. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a y-type tur-bladder irrigation set leaked from a location near its tubing. This was observed during priming. There was no patient involvement. No additional information is available.